Event description:
Complainant alleges "the bipolar is not functioning. We have to keep restarting the machine in order for it to work. We've tried troubleshooting by replugging cords and using different connecting wires and attachments. Despite our efforts the problem persists. We don't think the attachments and cords are the issue here."

Manufacturer narrative:
Device is in process of being returned for evaluation and repair, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.